Event description:
The lead was explanted due to an infection within the patient's body which caused the lead and pacemaker system to become infected. The lead was explanted without complications. Per the medical professional, the occurrence was not lead related and the device did not contribute to any injury sustained by the patient.